Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they had not been able to charge their implantable neurostimulator (ins) for about a month. Patient said they might be able to charge for a little bit, but then would cut off and show some message that said to call medtronic and the recharger was getting hot. It gets hot on paddle end. Agent asked to make sure, patient clarified the recharger was the component heating rather than the controller or battery pack. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#:(B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), product type: recharger was returned and the analysis results shows that device was scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.